Manufacturer narrative:
The device has been explanted and has been returned to (B)(4) where it will be evaluated. When available, a device failure analysis will be submitted as a follow-up report.

Event description:
The patient was admitted to the hospital on (B)(6) 2017. Severe headache, nausea and sub-febrile body temperature were reported. Pain, swelling and redness over implant worsened and were indicative for meningitis. It was decided to explant the device.

Manufacturer narrative:
Conclusions: device investigations did not reveal any device defect or problem which is expected to have been present whilst implanted. During investigation the device operates within specification. According to received information, the patient underwent previous surgeries on the same site including a radical cavity procedure. Further, the patient suffered recently from an infection of the implant site by mssa (methicillin_ sensitive staphylococcus aureus). Even though no pathogens could be identified, re-occurrence of mssa infection was highly suspected by the clinic. A combination of the above mentioned factors likely led to the reported meningitis. A review of the device_s sterilization records shows that the device has been subject to a valid sterilization process. This is a final report.

Event description:
The patient was admitted to the hospital on (B)(6) 2017. Severe headache, nausea and sub-febrile body temperature were reported. Pain, swelling and redness over implant worsened and were indicative for meningitis. It was decided to explant the device. Nausea, headache and leukocytes levels improved after the explantation of the device and the patient was discharged from hospital on (B)(6) 2017.